Event description:
It was reported that when using thebd pyxis¿ medstation¿ es auxiliary tower, the time on this machine was one hour ahead. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the time on the station was one hour ahead. A technical support specialist dialed in to the station and corrected the time according to central standard time (cst) to resolve the issue. The system functioned as intended after technical support specialist troubleshot the device.